Manufacturer narrative:
Other relevant device(s) are product ID 3057, lot# unknown, product type: screening device; product ID: a521, serial# unknown, product type: software. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that there was a" communication error; cable not attached, retry and it quickly return to my therapy app. Patient also reported that they lead came out and went to the health care professional office and have it put back in and everything is working fine. Patient reported that they were unable to increase stimulation and that sometimes when they unlock the programmer, they noticed stimulation was turned off and had to turn it back on again. No symptoms were reported and no further complications were noted.